Event description:
A surgeon reported a pt experienced decreased vision following bilateral intraocular lens (iol) implant surgery. The surgeon felt the decreased vision was caused by light scatter on the surface of the iol. The lens was exchanged. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.